Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) had not been seen in follow-up clinic since the implantation procedure one year ago. Now, thresholds are noted to have increased from less than 1.0 volts to 4 volts. Impedances have also increased to over 3000 ohms. R-waves and shock impedances are normal. There have been no inappropriate episodes.